Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that the patient programmer indicated end of service (eos), which was confirmed by the clinician programmer. During an impedance test at 3v, all combinations indicated greater than 4000 ohms. No symptoms were reported. There were no further complications reported and/or anticipated.